Event description:
The customer reported difficulty establishing demand mode pacing. No adverse pt impact was reported.

Manufacturer narrative:
Philips evaluated the event summary and determined this issue consistent with a user error where the customer did not switch to fixed mode pacing when the ECG signal was inadequate for demand mode pacing. There was no malfunction of the device.